Event description:
It was reported by sales consultant that after cleaning the tip of the device was broken on an unknown date. The device did not malfunction during surgery while being used on a patient. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
The needle has sheared off of both returned devices at the interface with the depth gage body. As noted in prior complaints, the thickness of the needle is driven by the fact that the needle must fit into a drilled hole and the length is determined so the slider can measure screws up to 40 mm in length. The material of the needle probe component is extra hard, which is an appropriate material for an instrument component of this type. The risk associated with an instrument breaking or bending either due to material or geometry is adequately assessed in the risk analysis for the compact hand/modular hand system with a moderate severity of harm. There are (B)(4) complaints for this complaint condition of "broke" in the entire complaint history for part 319.006 and approximately (B)(4) have been distributed since 2006. (B)(4). Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to actual usage would be significantly lower. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. The protection sleeves were not returned with the depth gauges so it cannot be determined if they were used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. The protection sleeves were not returned with the depth gauges so it cannot be determined if they were used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Date corrected from may 31, 2013 to may 22, 2013.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The item was received with a broken tip. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device received (B)(4) 2013. No issues were found during manufacture that would contribute to this complaint condition. Additional evaluation revealed the item was received with dents and scratches on the handle. The broken tip from the complaint is not present. The item was released to the warehouse on 7/26/2002, purchased on 8/7/2002, and scrapped and disposed of on 5/31/2013. The item was replaced under warranty replacement order # (B)(4) on 5/2/2013. There are no known ncrs associated with this item.